Event description:
It has been reported to philips that the host pc was not booting. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the host pc was not booting. During troubleshooting, fse found that machine software was not booting. Fse reseated all the connections in host pc and reloaded the software. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.